Event description:
Bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. 3 people attempted to withdraw it but no one was successful. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. New nexiva had to be inserted.

Manufacturer narrative:
The reported issue of safety shield activation failure was confirmed upon inspection of the sample. Analysis of the sample showed the excess adhesive on top of the catheter and inside the tip shield. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The probable root cause is the lint free cloth wipe used during manufacturing. During production, the machine dispenses adhesive on the needle assembly with cannula crimp. The adhesive dispenser nozzle is wiped with a lint free cloth to remove excess adhesive. The excess adhesive could be spilled onto the catheter adapter. The adhesive slip in between the tip shield and catheter adapter then caused the decouple failure as the adhesive harden overtime. Due to this finding, an action was made by manufacturing team to improve the process. The lint free cloth was replaced with sponge to wipe the excessive adhesive from the dispenser nozzle. The sponge will be changed every 48 hours, and the machine will prompt a reminder to ensure the production technician changes the sponge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port safety "shield" activation failed bd nexiva 22g cannula, after the cannula was inserted and needle drawn back, the part that encapsulates the needle sharp could not be withdrawn from the rest of the cannula. 3 people attempted to withdraw it but no one was successful. Needle was fully withdrawn. It was not stuck on the skin, they lifted the angle up to withdraw needle but it was stuck to the nexiva. New nexiva had to be inserted.